Manufacturer narrative:
Additional information received - the lens was damaged during the loading process and there was no patient contact or injury. The backup lens was implanted. The reporter stated the cause of the event was due to a loading error, there was no issue with the product. Event problem and evaluation codes: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, from the customer damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.